Event description:
Per the clinic, the patient experienced poor performance with the device; however, the issue could not be resolved. The device was explanted (B)(6), 2010, at the patient's request.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)